Manufacturer narrative:
The reported event was confirmed. An eggshell white bardex ic temperature sensing catheter (with a molex connector) was returned attached to a meter bag without its original packaging. The catheter and bag appeared to be used. The catheter was found to be out of specifications for the 25c reading. A potential root cause could be due to a "insufficient seal". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿visually inspect the product for any imperfections or surface deterioration prior to use.¿ h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the temp sensing foley did not keep an accurate temperature.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the temp sensing foley did not keep an accurate temperature.